Event description:
The pt reported experiencing elevated blood glucose of 276 mg/dl in 2009, and the infusion device shut off two times. She stated that the infusion device beeped three times and the display went dark. She does not know if an error message was displayed. She switched to the backup infusion device and bolused to lower her blood glucose. She stated that she changes the infusion site every 2 days and the infusion tubing once every 1-2 weeks. She changes the insulin cartridge every 2 days and she reuses the insulin cartridges twice. Her normal blood glucose range is 120-140 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated error code 1007, unable to process test, activated read failure was occurring for several different assays on the architect analyzer. No impact to patient management was reported.